Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient experienced paroxysmal chest pain and was hospitalized on (B)(6) 2018. The paroxysmal chest pain increased over seven days and coronary contrast detected mid-stent re-stenosis of approximately 80% in a 2.5x12mm xience prime stent that was implanted approximately 5 years prior to the hospitalization date. Additionally, images of the left circumflex also showed multiple areas of in-stent stenosis of approximately 30-40%. Stenosis of approximately 70-80% was also detected in the distal right coronary artery (rca). An unspecified balloon expandable stent was used to treat the stenosis at the proximal segment of the rca and the in-stent stenosis in the mid lad. Following the treatment, the patient was discharged on (B)(6) 2018. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure.